Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a needleless valve connector connected to an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that the nurse disconnected the needleless valve connector from the clave secondary port. At this time, it was reported that the silicone sleeve of the clave secondary port remained in the depressed position and an unspecified volume of chemotherapeutic agent leaked. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.